Manufacturer narrative:
The reported event on the autopulse platform (sn (B)(4) user advisory (ua) 45 (driveshaft not at "home" position after poweron/restart) error message was not reproduced during functional testing; however was confirmed through the archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at home position in which likely attributed to user error. Visual inspection of the platform observed the drive shaft was exhibiting binding and resistance. The observation of binding and resistance was not related to the reported event. Evaluation of the platform during initial power up, revealed ua 41(patient temperature sensor failure) error message displayed due to defective temperature sensor. This issue is not related to the reported event. The archive data was reviewed and contained multiple user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message occurred on the reported event date. Historical records were reviewed for service information related to the reported complaint and there was no similar history of complaint reported for autopulse with serial number (B)(4). Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4) did not perform compression and displayed lift lifeband. Following this the lifeband was adjusted, however, the platform displayed error message. The use of the platform was discontinued and manual CPR was immediately performed. A return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Manufacturer narrative:
The device associated with this complaint will not be returned for evaluation. However, the customer was provided with instructions for clearing a ua45 by a zoll representative. Note that user advisory error messages are designed into the platform when one of several conditions is detected. The ua45 error message is easily clearable by user. For example ua45 alerts the operator that the autopulse driveshaft is not at its home position when the platform was powered on. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instructions, to clear ua45, the operator needs to pull up the lifeband until the chest bands are full extended. This action will move the driveshaft to its home position. Since the device was not returned, an investigation could not be performed and a root cause could not be determined. In the case the device is returned, the complaint will be re-opened to perform an investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed. Per zoll medical safety assessment, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. In this case, the autopulse platform (sn (B)(4)) did not perform compression and displayed lift lifeband. Following this the lifeband was adjusted, however, the platform displayed error message. The use of the platform was discontinued and manual CPR was immediately performed. A return of spontaneous circulation (rosc) was not achieved and the patient expired. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) did not perform compression and displayed lift lifeband. Following this the lifeband was adjusted, however, the platform displayed user advisory - ua45 (not at "home" position after power-on/restart) error message. The use of the platform was discontinued and immediately performed manual CPR. A return of spontaneous circulation (rosc) was not achieved and the patient expired. According to the reporter, the patient outcome was not attributed to the device.